Manufacturer narrative:
The device disposition is unknown and has been requested. The device has not been returned therefore the complainant's event could not be verified. The root cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported via FDA medwatch ((B)(4)) that while performing a right shoulder arthroscopy the surgeon was using the arthrex scorpion needle, ar-13995n (lot 10226615), when he noticed a piece of the needle break off in the shoulder space. He removed the scorpion gun from the scope and the scorpion needle was removed and replaced. The surgeon/tech/pa/rn witnessed and inspected the scorpion needle and witnessed a piece no longer being there. Per surgeon and facility protocol, they notified radiology. Intra-operatively, radiology came and performed a portable x-ray on the patient which was then read by a radiologist. Three additional images were taken at the radiologist's request. A retained piece was not identified or imaging by surgeon nor radiologist. The patient was transferred to pacu where continued monitoring occurred as planned. The procedure was reported to have been a right shoulder arthroscopic revision rotator cuff repair with extensive glenohumeral debridement.